Event description:
Pt unconscious; ems found in v-fib, cardioverted to slow escape rhythm. Pm could not be interrogated/programmed. Temporary pm/lead placed and eventually lost capture, renal function deteriorated, pt subsequently expired.